Manufacturer narrative:
(B)(4)

Event description:
The customer reported obtaining a 3.6 inr result on his coaguchek xs (serial number (B)(4)) while a result of 2.5 inr was obtained on the clinic's coaguchek meter (serial number unknown). The customer stated that different fingers were used for the two samples and that they were taken within minutes of each other. He stated that he currently has a clot and that he had not yet sought medical treatment. The customer stated his blood pressure was currently high and he did not feel well enough to answer further questions. There was no further information provided. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips as requested. The returned test strips were measured with a retention meter in comparison with the current master lot coaguchek xs pt test strip. The relevant retention test strips (lot 203359) were also tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The returned and the retention material met specification. No product problem was found.